Event description:
Scrub started to use disposable trocar wipe from sterile field and saw a piece of wire protruding from the end. She pulled the wire out and trocar was removed from the field. No adverse outcome to patient.